Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received an alert stating that the device had reached eri due to premature battery depletion. It was noted that the patient did not receive a shock for ventricular fibrillation and had to be reanimated. Inappropriate mode switch was later noted. The device was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found. The longevity calculation given to the field by the programmer was incorrect. The cause could not be determined.